Event description:
It was reported that the customer was hospitalized due to the high bgs and dka. The customer's spouse stated that the driver arms are very loose and do not seem to push the plunger forward. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test was completed and passed within specifications.